Manufacturer narrative:
Findings: unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing reservoir tube o-ring, scratched reservoir tube window and cracked case at reservoir tube window corners.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the retainer ring that holds the reservoir in place has come off. Customer's blood glucose was 164 mg/dl at the time of the incident. Troubleshooting was performed. Customer was advised the insulin pump will be replaced and revert to back up plan. The customer will return the device for analysis.